Event description:
This unsolicited case from (B)(6) was received on 30- oct-2017 and 31-oct-2017 (processed together with clock start date: 30-oct-2017) from obstetrician/ gynecologist. This case concerns a (B)(6) years old female patient (nurse) who received treatment with seprafilm and after 6 days patient experienced peritonitis; after 12 days the loculated fluid accumulation in douglas' pouch/ loculated fluid accumulation site formed in the pelvis; after 13 days the cystic capsule had been formed in douglas' pouch, abscess; after unknown latency the patient had strong pelvic infection. The concurrent condition, past drugs, concomitant medication were not reported. Patient had underlying condition of right ovarian cystoma. On (B)(6) 2017, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2017, the patient without preoperative complications underwent total laparoscopic cystectomy (tlc) (elective surgery) for right (adnexal) dermoid cyst and 4 sheets of seprafilm (form, route and indication: not reported) was applied on the area from the posterior uterine wall to douglas' pouch (2 sheets) and around the right ovary (2 sheets). No hyperthermic therapy was performed during the surgery and no medical devices were used. Seprafilm was applied directly to the anastomosis site (right ovary) without wrapping the suture line of the intestinal anastomosis site. The condition of application was favorable. The operating surgeon was experienced in using seprafilm. No pre-existing adhesion was observed during the surgery. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. During the surgery, a small amount content fluid of the ovarian tumour leaked, for which intraperitoneal irrigation was performed (with 3000 ml of normal saline). A drainage tube was placed on the day (closed drain), and the drainage condition immediately after the placement was favorable. On (B)(6) 2017, the drainage tube was removed (the content fluid was 135 ml, and very slightly hemorrhagic). On (B)(6) 2017, the patient was discharged from the hospital as the postoperative course was favorable. At the time of the discharge, the white blood cells (wbc) was 5000/mcl and c-reactive protein (crp) was 0.57 mg/dl, showing no signs of infection. On (B)(6) 2017, patient developed moderate peritonitis at the douglas pouch (latency: 6 days). It was reported that the site of the event was partially overlapped with the application site of seprafilm. On (B)(6) 2017, the patient visited the outpatient center of the reporting hospital with pyrexia of around 38 degree celsius (38 degree celsius or above and below 39 degree celsius) and painful micturition, which were ongoing from (B)(6) 2017, as chief complaints. The physician of the outpatient center suspected urinary tract infection and prescribed infusion of ceftriaxone sodium (rocephin) at 2 g with normal saline at 100 ml and oral cefcapene pivoxil hydrochloride (flomox), and sent patient home (wbc, 12400/mcl; crp, 9.19 mg/dl). On (B)(6) 2017, the patient revisited the outpatient center of the reporting hospital as the symptoms did not improve and also because her lower abdominal pain was increasing. A transvaginal ultrasound showed an echo-free space (efs) in douglas' pouch. Wbc and crp were increased (12500/mcl and 12.61 mg/dl, respectively). Bearing the possibility of pelvic infection in mind (latency: unknown), the patient received oral azithromycin (zithromac) at 2 g/day (on (B)(6) 2017) and infusion (i.v. Drip) of ceftriaxone sodium (rocephin) at 2 g/day with normal saline at 100 ml. On (B)(6) 2017, the patient received infusion of ceftriaxone sodium 2 g/day with normal saline at 100 ml again, but wbc and crp further increased (to 14700/mcl and 17.97 mg/dl, respectively). Therefore, on (B)(6) 2017, the patient was re-hospitalized and inpatient treatment was started. An MRI showed an image of loculated fluid accumulation in douglas' pouch (latency: 12 days). After the admission, the patient received trice-daily infusion treatment with carbapenem at 0.5 g with normal saline 100 ml betamipron/panipenem (carbenin) at 1.5 g/day; i.v. Drip; from (B)(6) 2017 to (B)(6) 2017; for pelvic infection). However, the lower abdominal pain and pyrexia of around 38°c (38°c or above and below 39°c) persisted. As the source of infection could be the loculated fluid accumulation site formed in the pelvis and the antibiotic treatment was ineffective, it was decided to perform laparoscopic explorative surgery on (B)(6) 2017. On (B)(6) 2017, laparoscopic explorative surgery was performed. The patient had strong pelvic infection. Severe adhesion was noted between the anterior side of the uterus and peritoneum, and was bluntly dissected. The area around the right ovarian tumour was adhered to the posterior side of the uterus, and abscess fluid was discharged from the bluntly-dissected site (latency: 13 days). Moreover, a cystic capsule had been formed in douglas' pouch, and was ruptured (cyst incision) (latency: 13 days). The content fluid was collected for culture. A drainage tube was inserted to the capsule site, intraperitoneal irrigation (5000 ml) was performed, a drainage tube was inserted to the peritoneal cavity, and the surgery was ended. Seprafilm was (completely) absorbed into the body and could not be removed. The peritonitis (onset date, (B)(6) 2017) remarkably improved after this surgery. After the surgery, the patient received thrice-daily treatment with meropenem 1 g with normal saline at 100 ml (from (B)(6) 2017 to (B)(6) 2017). Post-operative blood test data included wbc: 8800/mcl and crp: 13.76 mg/dl (on (B)(6) 2017). On (B)(6) 2017, the drainage tubes were removed as the inflammatory reactions and the symptoms improved. From (B)(6) 2017, the antibiotic treatment was switched to oral treatment with cefpodoxime proxetil (banan) at the dose of 100 mg, 2 tablet/day (twice a day) and metronidazole (flagyl) at the dose of 250 mg at 6 tablets/day (three times a day), and the inflammatory reactions further decreased. Post-operative blood test data included wbc: 6200/mcl, crp: 3.6 mg/dl ((B)(6) 2017); wbc: 5600/mcl, crp: 1.36 mg/dl ((B)(6) 2017) and pus (douglas' pouch), blood, and vaginal discharge cultures for general aerobes, general anaerobes, enterococcus, and escherichia coli: no bacteria were detected. Therefore, on (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2018, the peritonitis resolved. Corrective treatment: cyst incision for cystic capsule had been formed in douglas' pouch; oral zithromac, rocephin, sodium chloride (normal saline), carbenin, meropenem, banan, flagayl for strong pelvic infection; laproscopic explorative surgery for loculated fluid accumulation in douglas' pouch/loculated fluid accumulation site formed in the pelvis; abscess fluid discharged for abscess; not reported for peritonitis outcome: recovered for peritonitis; recovering for cystic capsule had been formed in douglas' pouch and strong pelvic infection, loculated fluid accumulation in douglas' pouch/loculated fluid accumulation site formed in the pelvis, abscess a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable seriousness criterion: hospitalization for cystic capsule had been formed in douglas' pouch, loculated fluid accumulation in douglas' pouch/loculated fluid accumulation site formed in the pelvis and abscess; important medical event for strong pelvic infection reporting obstetrician/gynecologist's comment: during the laparoscopic right ovarian tumourectomy on (B)(6) 2017, no intraperitoneal adhesion was noted, and the surgery was ended after thorough irrigation and insertion of a drainage tube. The postoperative condition of drainage was also unproblematic. Subsequently, a cyst which had not been observed before the surgery was formed in douglas' pouch. Considering this course, and the fact that the site was the application site of seprafilm and a hard restiform area was formed, infection to the foreign body (seprafilm infection) was most suspected in this case. Additional information was received on 15-nov-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 11-jan-2018. Medical history and concomitant medication was added. Information regarding suspect was updated. Additional events of cystic capsule had been formed in douglas' pouch, strong pelvic infection, loculated fluid accumulation in douglas' pouch/loculated fluid accumulation site formed in the pelvis and abscess were added with details. Clinical course was updated. Event onset date and outcome for the event of peritonitis was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 11-jan-2018: this case concerns a patient who received seprafilm following a laparoscopic right ovarian tumourectomy and experienced pelvic infection and pelvic cyst at the site of application. Based upon the close proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. Also, the reporting investigator has assessed the events to be causally related with suspect product. Furthermore, occurrence of foreign body infection have been reported and documented after the use of seprafilm, therefore the benefit/risk profile of product remains unaffected by this single case report.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 and (B)(6) 2017 (processed together with clock start date: (B)(6) 2017) from obstetrician/ gynecologist. This case concerns a (B)(6) female patient (nurse) who received treatment with seprafilm and after 6 days patient experienced peritonitis; after 12 days the loculated fluid accumulation in douglas' pouch/ loculated fluid accumulation site formed in the pelvis; after 13 days the cystic capsule had been formed in douglas' pouch, abscess; after unknown latency the patient had strong pelvic infection. The concurrent condition, past drugs, concomitant medication were not reported. Patient had underlying condition of right ovarian cystoma. On (B)(6) 2017, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2017, the patient without preoperative complications underwent total laparoscopic cystectomy (tlc) (elective surgery) for right (adnexal) dermoid cyst and 4 sheets of seprafilm (form, route and indication: not reported) was applied on the area from the posterior uterine wall to douglas' pouch (2 sheets) and around the right ovary (2 sheets). No hyperthermic therapy was performed during the surgery and no medical devices were used. Seprafilm was applied directly to the anastomosis site (right ovary) without wrapping the suture line of the intestinal anastomosis site. The condition of application was favorable. The operating surgeon was experienced in using seprafilm. No pre-existing adhesion was observed during the surgery. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. During the surgery, a small amount content fluid of the ovarian tumour leaked, for which intraperitoneal irrigation was performed (with 3000 ml of normal saline). A drainage tube was placed on the day (closed drain), and the drainage condition immediately after the placement was favorable. On (B)(6) 2017, the drainage tube was removed (the content fluid was 135 ml, and very slightly hemorrhagic). On (B)(6) 2017, the patient was discharged from the hospital as the postoperative course was favorable. At the time of the discharge, the white blood cells (wbc) was 5000/î¼l and c-reactive protein (crp) was 0.57 mg/dl, showing no signs of infection. On (B)(6) 2017, patient developed moderate peritonitis at the douglas pouch (latency: 6 days). It was reported that the site of the event was partially overlapped with the application site of seprafilm. On (B)(6) 2017, the patient visited the outpatient center of the reporting hospital with pyrexia of around 38 degree celsius (38 degree celsius or above and below 39 degree celsius) and painful micturition, which were ongoing from (B)(6) 2017, as chief complaints. The physician of the outpatient center suspected urinary tract infection and prescribed infusion of ceftriaxone sodium (rocephin) at 2 g with normal saline at 100 ml and oral cefcapene pivoxil hydrochloride (flomox), and sent patient home (wbc, 12400/î¼l; crp, 9.19 mg/dl). On (B)(6) 2017, the patient revisited the outpatient center of the reporting hospital as the symptoms did not improve and also because her lower abdominal pain was increasing. A transvaginal ultrasound showed an echo-free space (efs) in douglas' pouch. Wbc and crp were increased (12500/î¼l and 12.61 mg/dl, respectively). Bearing the possibility of pelvic infection in mind (latency: unknown), the patient received oral azithromycin (zithromac) at 2 g/day (on (B)(6) 2017) and infusion (i.v. Drip) of ceftriaxone sodium (rocephin) at 2 g/day with normal saline at 100 ml. On (B)(6) 2017, the patient received infusion of ceftriaxone sodium 2 g/day with normal saline at 100 ml again, but wbc and crp further increased (to 14700/î¼l and 17.97 mg/dl, respectively). Therefore, on (B)(6) 2017, the patient was re-hospitalized and inpatient treatment was started. An MRI showed an image of loculated fluid accumulation in douglas' pouch (latency: 12 days). After the admission, the patient received trice-daily infusion treatment with carbapenem at 0.5 g with normal saline 100 ml betamipron/panipenem (carbenin) at 1.5 g/day; i.v. Drip; from (B)(6) 2017; for pelvic infection). However, the lower abdominal pain and pyrexia of around 38â°c (38â°c or above and below 39â°c) persisted. As the source of infection could be the loculated fluid accumulation site formed in the pelvis and the antibiotic treatment was ineffective, it was decided to perform laparoscopic explorative surgery on (B)(6) 2017. On (B)(6) 2017, laparoscopic explorative surgery was performed. The patient had strong pelvic infection. Severe adhesion was noted between the anterior side of the uterus and peritoneum, and was bluntly dissected. The area around the right ovarian tumour was adhered to the posterior side of the uterus, and abscess fluid was discharged from the bluntly-dissected site (latency: 13 days). Moreover, a cystic capsule had been formed in douglas' pouch, and was ruptured (cyst incision) (latency: 13 days). The content fluid was collected for culture. A drainage tube was inserted to the capsule site, intraperitoneal irrigation (5000 ml) was performed, a drainage tube was inserted to the peritoneal cavity, and the surgery was ended. Seprafilm was (completely) absorbed into the body and could not be removed. The peritonitis (onset date, (B)(6) 2017) remarkably improved after this surgery. After the surgery, the patient received thrice-daily treatment with meropenem 1 g with normal saline at 100 ml (from (B)(6) 2017 to (B)(6) 2017). Post-operative blood test data included wbc: 8800/î¼l and crp: 13.76 mg/dl (on (B)(6) 2017). On (B)(6) 2017, the drainage tubes were removed as the inflammatory reactions and the symptoms improved. From (B)(6) 2017, the antibiotic treatment was switched to oral treatment with cefpodoxime proxetil (banan) at the dose of 100 mg, 2 tablet/day (twice a day) and metronidazole (flagyl) at the dose of 250 mg at 6 tablets/day (three times a day), and the inflammatory reactions further decreased. Post-operative blood test data included wbc: 6200/î¼l, crp: 3.6 mg/dl ((B)(6) 2017); wbc: 5600/î¼l, crp: 1.36 mg/dl ((B)(6) 2017) and pus (douglas' pouch), blood, and vaginal discharge cultures for general aerobes, general anaerobes, enterococcus, and escherichia coli: no bacteria were detected. Therefore, on (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2018, the peritonitis resolved. Corrective treatment: cyst incision for cystic capsule had been formed in douglas' pouch; oral zithromac, rocephin, sodium chloride (normal saline), carbenin, meropenem, banan, flagayl for strong pelvic infection; laparoscopic explorative surgery for loculated fluid accumulation in douglas' pouch/loculated fluid accumulation site formed in the pelvis; abscess fluid discharged for abscess; not reported for peritonitis outcome: recovered for peritonitis; recovering for cystic capsule had been formed in douglas' pouch and strong pelvic infection, loculated fluid accumulation in douglas' pouch/loculated fluid accumulation site formed in the pelvis, abscess a pharmaceutical technical complaint (ptc) was initiated with (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable diagnosis: an image of loculated fluid accumulation shown in douglas' pouch/loculated fluid accumulation site formed in the pelvis reporting obstetrician/gynecologist's seriousness assessment: not reported reporting obstetrician/gynecologist's causality assessment: not reported diagnosis: strong pelvic infection reporting obstetrician/gynecologist's seriousness assessment: not reported reporting obstetrician/gynecologist's causality assessment: not reported diagnosis: abscess reporting obstetrician/gynecologist's seriousness assessment: not reported reporting obstetrician/gynecologist's causality assessment: not reported diagnosis: a cystic capsule had been formed in douglas' pouch reporting obstetrician/gynecologist's seriousness assessment: not reported reporting obstetrician/gynecologist's causality assessment: not reported reporting obstetrician/gynecologist's comment: "an image of loculated fluid accumulation shown in douglas' pouch/loculated fluid accumulation site formed in the pelvis", "strong pelvic infection", "abscess", and "a cystic capsule had been formed in douglas' pouch" were considered to be adverse reactions to seprafilm. Seriousness criterion: hospitalization for cystic capsule had been formed in douglas' pouch, loculated fluid accumulation in douglas' pouch/loculated fluid accumulation site formed in the pelvis and abscess; important medical event for strong pelvic infection the continuation of the investigation was impossible. Reporting obstetrician/gynecologist's comment: during the laparoscopic right ovarian tumourectomy on (B)(6) 2017, no intraperitoneal adhesion was noted, and the surgery was ended after thorough irrigation and insertion of a drainage tube. The postoperative condition of drainage was also unproblematic. Subsequently, a cyst which had not been observed before the surgery was formed in douglas' pouch. Considering this course, and the fact that the site was the application site of seprafilm and a hard restiform area was formed, infection to the foreign body (seprafilm infection) was most suspected in this case. Additional information was received on 15-nov-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 11-jan-2018. Medical history and concomitant medication was added. Information regarding suspect was updated. Additional events of cystic capsule had been formed in douglas' pouch, strong pelvic infection, loculated fluid accumulation in douglas' pouch/loculated fluid accumulation site formed in the pelvis and abscess were added with details. Clinical course was updated. Event onset date and outcome for the event of peritonitis was updated. Text was amended accordingly. Follow-up information was received on 20-feb-2018. Reporter's comments were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-feb-2018: this case concerns a patient who received seprafilm following a laparoscopic right ovarian tumourectomy and experienced pelvic infection and pelvic cyst at the site of application. Based upon the close proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. Also, the reporting investigator has assessed the events to be causally related with suspect product. Furthermore, occurrence of foreign body infection have been reported and documented after the use of seprafilm, therefore the benefit/risk profile of product remains unaffected by this single case report.

Event description:
This unsolicited case from (B)(6) was received on 30- oct-2017 and 31-oct-2017 (processed together with clock start date: 30-oct-2017) from obstetrician/ gynecologist. This case concerns a (B)(6) years old female patient who received treatment with seprafilm and after 9 days patient experienced peritonitis. Patient's medical history, concurrent condition, past drugs, concomitant medication were not reported. On (B)(6) 2017, the patient without preoperative complications underwent total laparoscopic cystectomy (tlc) for right ovarian tumor and one sheet of seprafilm (form, route and indication: not reported) was applied at the douglas pouch and around the right ovary. No medical devices were used. On (B)(6) 2017, patient developed severe peritonitis at the douglas pouch (latency: 9 days). It was reported that the site of the event was partially overlapped with the application site of seprafilm. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: other possible factors for the event were unknown. Additional information was received on 15-nov-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 30- oct-2017 and 31-oct-2017 (processed together with clock start date: 30-oct-2017) from obstetrician/ gynecologist. This case concerns a (B)(6) female patient who received treatment with seprafilm and after 9 days patient experienced peritonitis. Patient's medical history, concurrent condition, past drugs, concomitant medication were not reported. On (B)(6) 2017, the patient without preoperative complications underwent total laparoscopic cystectomy (tlc) for right ovarian tumor and one sheet of seprafilm (form, route and indication: not reported) was applied at the douglas pouch and around the right ovary. No medical devices were used. On (B)(6) 2017, patient developed severe peritonitis at the douglas pouch (latency: 9 days). It was reported that the site of the event was partially overlapped with the application site of seprafilm. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated and the results for which were pending. Diagnosis: peritonitis reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: other possible factors for the event were unknown.